Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported on behalf of the customer, a vacuum break during lasik flap creation; only part of the bed cut was completed. The system was repaired and the procedure completed without further issues.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. During the onsite visit the field service engineer (fse) found that two of the vacuum fittings were leaking. The fse replaced the vacuum fittings and completed system verification. System is operating within specifications. The samples were returned for evaluation. The reported problem can be confirmed by testing and the root cause is the damages on the vacuum plug twin tube and connector plug twin tube which caused by incautiously handling. The root cause is the damage vacuum fitting that caused by user handling. The manufacturer internal reference number is: (B)(4).